Event description:
A homecare pt encountered difficulties with device removal when the cuffs would not deflate correctly on two size 8 tracheostomy tubes. It is unknown if the devices were tested prior to insertion, how long the devices were in use or what type of trach care and cleaning practices were used. There was one pt involved with no reported pt compromise. Only one of the devices were returned to the MFR for decontamination, analysis and investigation. Testing and evaluation fo the 8fen device could not duplicate or confirm the reported deflation nonconformance. The device cuff inflated and deflated with no difficulties. The cuff material was inspected and met specs. Device history records indicate that this lot was inspected and found acceptable prior to release.